Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 39565-65, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thought their therapy was "dead". They charged the ins to full on (B)(6) 2019 and attempted to increase stimulation but they couldn't feel stimulation. The patient noted that they couldn't lay down as the heel of their foot was really bothering them. The patient reported that they had been working outside a lot and pulling weeds as well as doing more than they should. They thought that was why they were in pain but now they couldn't even feel the stimulation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated his pain started to return and when he increased the intensity on his ins he did not feel paresthesia as expected. The patient stated he was pulling weeds in his yard prior to the event. An impedance check showed electrodes 7-15 out of range (>10k ohms). The patient is requesting a surgery replacement. The issue was not resolved at the time of the report. The intervention has been planned, but not scheduled. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the loss of stimulation was determined to be that the leads have failed. It was reported that there was no reason given for the failure of the leads. The device failed at 6 years instead of the 9 years it was supposed to have lasted. The only way to resolve the issue is to have the device replaced again. The patient chose this device to avoid taking pain pills; however, now that the patient needs the replacement, they are taking pills to alleviate some of the pain. There were no further complications reported.